Manufacturer narrative:
D10 concomitant product: eeaorvil21a, eeaorvil21a eea orvil 21mm automaticdv, (lot number: n4m1670y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bypass, the surgeon encountered resistance when tightening the stapler after coupling the anvil, but still managed to tighten it completely, reaching the green zone. However, during the stapling process, no staples came out or formed. After attempting to remove the stapler, the surgeon discovered that staples had ejected at the level of the small intestine, approximately 2-3 centimeters (cm) from the anastomosis area, and had embedded into the intestinal wall without forming properly. It was noted that the staples scattered throughout the intestine, requiring manual retrieval. The anastomosis was performed manually due to device issues. Suturing was performed as a staple line replacement. It was noted that the surgical time was extended by 30 minutes.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the staple guide noted that the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. The pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. Functional testing noted that the instrument could not be unclamped far enough to detach the orvil anvil. It was reported that there was difficult approximation, the device was difficult to remove from the cavity, and the staple line was incomplete. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the instrument handle compression was not completed or if the instrument was applied against an excessive amount of tissue during the clinical application. It was also reported that the labeling was incorrect. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation or incomplete knife cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.